Event description:
It was reported by repair work order that the customer alleged that the pedal was broken, possibly resulting in loss of brake function or inability to activate the jack.

Event description:
It was reported by repair work order that the customer alleged that the pedal was broken, possibly resulting in loss of brake function or inability to activate the jack.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was found that the pump pedal was broken off from the pump linkage which prevented the jacks from raising. There was nothing reportedly wrong with the unit's brake function. The customer has elected not to repair the unit and instead will be replacing it with an alternative unit.